Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of a1401 - deflation problem for the period of oct-2020 through sep-2022 related to date opened indicates that 1 point is above the upper control limit. However, an additional analysis is not required because only one complaint was involved in this month. No patterns were found; therefore, no additional actions are deemed required. The trend of a1401 - deflation problem complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, crease sharp opening on anterior side assessed, as fold flaw opening. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. Stress marks observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side deflation. Device was explanted.